Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan on july 31, 2007 and alleged that the segments were missing on her one touch ultra meter's display. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the top half of the numbers were missing on the meter's display. This first occurred in 2007 at around 6:00 p.m. The patient took her baseline amounts of 5 units of novolog, but did not take her sliding scale (about 10 units like she normally would take with each meal). She also skipped her 44 units of lantus insulin that she normal takes after breakfast. Therefore, she took a decreased dose of insulin and after that, she experienced symptoms of being thirsty and had a headache. The patient reportedly took no diabetes treatment actions following the results. She did not receive/require any medical treatment or intervention. This complaint is being reported because the patient alleged that her meter was missing segments from the display, as a result she reduced her dose of insulin, and after reducing her insulin dose she experienced symptoms of high blood glucose. Replacement products were sent to the lay user/patient.